Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. The indeflator only inflated to 8 atmospheres and wouldn't go any farther. The rotation of the handle appeared to break after reaching 8 atmospheres. The handle was able to rotate to the left only to deflate once it reached 8 atmospheres. Another indeflator was used to complete the angioplasty procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported gauge break was unable to be confirmed due to the condition of the returned device however there was a noted half nut damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling and/or over-torquing of the locking mechanism resulted in the noted loose half nut thus resulting in the reported break however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was non-tortuous, non-calcified and 80% stenosed.